Manufacturer narrative:
The insulin pump was received with alarm during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the prime process. The customer's blood glucose reading is 240 mg/dl. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.